Event description:
It was reported that the distal side of the 5th metatarsal fractured during screw insertion. The surgeon had pre-drilled with a 4mm cannulated drill bit. The case was a trauma case; it was completed with a competitor's plate and a trim-it pin. Quality of patient bone was reported as soft.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore, device history record review could not be performed.as reported, the most likely cause(s) of this event include improper bone preparation and/or selection of incorrect screw size as well as poor patient bone condition. Per device directions for use (dfu-0125), the effectiveness of the implant correlates directly to the quality of bone into which it is inserted. The dfu states to use the appropriate arthrex drill to prepare the bone and measure the depth of the hole to determine the appropriate screw length.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).